Event description:
The customer contact reported the device touchscreen was not working. It was reported the device was returned to the biomedical department with a report of the touchscreen not working. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was found to be out of calibration. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was found the device did not pass the touchscreen test. This was due to the touchscreen being out of calibration. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.